Event description:
Health professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken and wear abrasion. A microscopic analysis was performed which identify, a sharp broken in the posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the posterior side assessed, as unidentified (tear) broken.

Event description:
Health professional reported, left side rupture. The device has been explanted.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.